Event description:
Related manufacturer reference number:2017865-2022-04588, 2017865-2022-04590. It was reported that the patient presented in clinic with an infection. The entire system was explanted. Further information was requested however, was not provided.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.